Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lower anterior resection the doctor was having issues firing and removing the device during the anastomosis. The staples didn't go through fully on the left hand side of the anastomosis and required oversewing to resolve any leakage issues. The doctor also had unknown issues removing the device after the staples were fired. There were two complete donuts after the device was fired. There were no patient consequences. The patient is doing fine and there has been no leakage after the doctor oversewed the staple line.